Event description:
In 2008,the patient reported receiving several e4 (occlusion) errors over the past 3 days. The most recent e4 occurred while attempting to bolus 5 units of insulin for lunch. The infusion site and tubing was changed two days prior. She stated that when she removed the infusion site, the cannula was bent. To troubleshoot, she was instructed to disconnect from her infusion site and to bolus 4 units of insulin. She received an e4 after 1.4 units were delivered. She was instructed to remove the infusion tubing and she was able to bolus without error. She was driving and stated that she did not have replacement product with her. She was educated on alternative infusion sites and sent information on infusion site management. Upon follow up six days later, the patient stated that she had no further issues since changing her accessories. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was discarded. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.